Manufacturer narrative:
The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the wireless footswitch. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch lost connection. There are currently no wireless footswitches or base stations available for replacement.

Event description:
It has been reported to philips there was a wireless footswitch problem and the wi-fi indicator was red. The system was not in clinical use when the issue was identified.

Manufacturer narrative:
Initial information indicated that this issue was related to the previous generation of the wireless footswitch which is not affected by the software bug as described in this field safety notification. However, additional information revealed that this complaint is related to field safety corrective action 2021-igt-bst-020. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Section h (conclusion code, remedial action init, recall (z) number) corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.